Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device is 40 yrs old and the last repair was on 08/26/2008, for an unk issue. The inspection found that the device's ratchet handle had been altered from original, which may have accounted for the sticking. The inspection further noted the device had a worn cutter and roller. In addition, the device was out of calibration. The cause of the reported complaint was an out of calibration device with a worn cutter and roller. These were due to a lack of preventative maintenance. The instruction manual states: "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommenced to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was sticking and shredded the graft. Add'l clinical f/u with the hospital on (B)(6) 2011 indicated that the surgeon only planned to harvest three tissue grafts. The first meshed graft was okay but not the best, the second graft was shredded but usable, and the third graft the surgeon had to mesh himself. The surgeon also stated that the handle was sticking on the meshgraft.